Manufacturer narrative:
A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. A conclusion is not yet available as the investigation is on-going. Additional information has been requested, however not received as of date of this report.

Event description:
An incident was reported that occurred on (B)(6) 2018 during an angioplasty, also called percutaneous coronary intervention (pci) on the rca (right coronary artery). During placement of the impella cp, while advancing the oscor 14f x 25 sheath into the groin the valve broke, causing significant patient bleeding, resulting in the administration of replacement blood products. No additional device was used as once sheath peeled away, groin was okay. Patient was reported to be in stable condition. Additional information has been requested, however not received as of date of this report.

Manufacturer narrative:
One 14f, 13cm long abiomed introducer sheath was returned from the customer without the dilator. There were no other accessories. Both of the orange split caps were detached from the sheath's hub. Visible blood was found on and inside the sheath. Both of the orange split caps were detached from the sheath's hub. When viewed under a 10x microscope, the following results were found: hub side a: very minimal adhesive. Hub side b: minimal sporadic adhesive. Orange cap 1. Some adhesive placed incorrectly. It is flaky up the side wall and there is more adhesive on the tab portion. Orange cap 2: very minimal adhesive. The orange split caps were separated from the hub of device. The device appeared to have had a minimal to sporadic amount of adhesive on the hub and orange cap tabs. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Based on the returned device, it appears that the lack of glue on the hub/orange cap tabs could have contributed to this failure. CAPA was opened to investigate the root cause and to implement corrective action to prevent recurrence of this issue. Per procedure adelante s2s introducer sheath in-process and final inspection: with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive. Additionally, destructive testing is performed per sampling plan. Inspector is to "insert dilator into sheath, lock dilator hub lock nut. Hold dilator hub with one hand and one of the sheath hub wing with the other hand. Bend the dilator hub to the side until dilator hub lock nut is disconnected from the sheath hub. Split caps should remain in place. There should be no damage and fracture to split cap and tabs. Per IFU : never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up. Date of report,PMA/510k,if follow-up, what type. One 14f, 13cm long abiomed introducer sheath was returned from the customer without the dilator. There were no other accessories. Both of the orange split caps were detached from the sheath's hub. Visible blood was found on and inside the sheath. Note: the introducer sheath was received from the field to the customer with only 1 orange split cap detached. In a conversation with the customer, it was revealed that they removed the other orange split cap. Based upon this, we cannot determine which orange split cap was the one that the end user had come off of the device.varying amounts of glue were observed, but due to the area where the glue is placed, and due to handling prior to oscor receiving the product, it is difficult to quantify the amount of glue. Additionally, the end user did not state how the dilator was removed. If the dilator was not twisted off of the sheath, it is possible that use error could have contributed to this failure mode. The IFU instructs the user to unscrew the dilator from the threaded caps prior to removing. CAPA has been previously opened to investigate the root cause and to implement corrective action to prevent recurrence of this issue and as per our preliminary investigation user error (deviation from the instruction for use) determined as probable cause. Per IFU : cautions: prior to use, read all package inserts, warnings, precautions, and instructions. Failure to do so may result in severe injury or death. Directions for use: 9. Insert vessel dilator into sheath and rotate the dilator cap over valve housing to secure the dilator onto sheath assembly. 10. Thread the dilator/sheath assembly over the guidewire. 11. Advance the dilator and sheath together with a twisting motion over the guidewire and into the vessel. Fluoroscopic observation may be advisable. Attaching a clamp or hemostat to the proximal end of the guidewire will prevent inadvertently advancing the guidewire entire into the patient. 12. Once assembly is fully introduced into the vascular system, separate the dilator cap from the sheath valve housing by rotating the dilator cap off the hub. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.